Event description:
It was reported that a patient was using a disposable cannula cuffless (6dcfs) with a disposable inner cannula (6dic), and that the inner cannula was sticking out about 1/8 of an inch beyond the outer cannula. This was causing the patient to choke. The patient is currently using another 6dcfs.

Manufacturer narrative:
Return of the inner cannula and tracheostomy tube for failure investigation has been requested. The lot number was provided, and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new significant information, a follow-up report will be submitted.